Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that accuracy was verified and the reported imprecision could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a reported two centimeter imprecision between the imaging system and medtronic navigation system. There was no patient present when this issue was identified.